Event description:
The customer reported that the probe of the ortho provue analyzer was "spewing" fluid through the instrument, which resulted in leakage and contamination of all the reagents on board. The customer indicated that all testing was aborted. No results were reported. The customer indicated that all reagents on board were discarded and the instrument was taken out of use. Fluid leak can lead to dilution or contamination of reagents / samples and erroneous test results.

Manufacturer narrative:
An ocd field engineer visited the customer site and replaced a leaking syringe and cleaned the carousel area. The fe checked the probe and wash block, which did not have any bends or cracks. Priming and final wash were performed with no leaks. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4).